Manufacturer narrative:
(B)(4). Philip's field service engineer (fse) evaluated the device and replaced the battery to address the event.

Event description:
It was reported that the ventilator alarmed with check vent battery faulty. Reportedly, there was no patient involvement. The event date was not specified, estimate used.